Event description:
The front tip/sheath unit from the fire system (cer o5-082b)was still in the pt on a guidewire. A second system deployment was attempted. The contralateral limp was deployed as well as all of the main body except for 2cm. The remainder of the device could not be deployed at the pt was converted to an open procedure. All components were removed and the pt was transferred to ICU.